Manufacturer narrative:
Analysis of programming history.

Event description:
During a review of the pt's programming history available in the in-house database, it was observed that a faulted systems diagnostic test occurred on (B)(6) 2006. Upon initial interrogation on the subsequent clinic visit on (B)(6) 2006, the settings were at unintended settings. The output current was reprogrammed to 1.25ma on (B)(6) 2006, but the rest of the settings remained the same. The off time was not corrected to 3 min until (B)(6) 2006.